Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. The analysis found the battery depletion was normal.

Event description:
It was reported that the device battery depleted within 4 years period. The device was removed and replaced. No patient complications have been reported as a result of this event.